Event description:
According to the reporter, during the second firing of the staple line in a laparoscopic sleeve gastrectomy, the stapler stopped progressing forward after about 10mm. The surgeon waited about 30 seconds to compress the tissue and pressed the button to fire again, however, the knife blade assemble did not advance forward. The surgeon pressed the button to retract and open the jaws and successfully removed the stapler from the patient. The 10mm that was laid down had a complete staple formation with buttress material so the surgeon cut off the excess material and applied a new reload to join the existing staple line and fired across the section with success. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was partially fired to the 5cm cut line. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.